Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a really bad time charging and could not get any black coupling bars. The patient stated that they had been consistently complaining. Last night, the patient had tried for an hour and today they had tried for an hour. During troubleshooting, the patient reported to see poor coupling on the recharger. They were only able to get 2 coupling bars. Other external devices were able to communicate with the implantable neurostimulator (ins). Using the antenna locate feature did not resolve the issue. The patient stated that when they stood and their husband held the antenna eight boxes were seen. When the patient sat down and did not hold the antenna, there were no boxes achieved. The patient stated that the recharger belt would not stay connected. Ins pocket issues were reported. The patient stated that it was tilted. The ins felt like a big bulge and was not lying flat. It hurt like a knife when the recharger antenna was put over the ins. It was reported that the problem finding th right spot to charge had been since implant on (B)(6) 2015. The patient had an appointment with their hcp on (B)(6) 2016 to help with the issue.

Event description:
Additional information was received from the patient that reported that the pain stimulator that needed recharging that was in the patient's back was unable to be charged. The surgeon removed it and implanted a new one in the patient's stomach to resolve the recharging issues. The new one does not need charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.